Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recent blood glucose levels of 1200 mg/dl and 500 mg/dl, which were treated with manual injection. Blood glucose level at the time of the call was 117 mg/dl. Customer also reported a no delivery alarm that was resolved by a complete set change. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.